Event description:
It was reported to boston scientific corporation that a endovive standard peg kit was used during a gastrostomy procedure. It was reported that the patient experienced an obstruction at home. The physician performed an endoscopy and showed that the shield was positioned on the anterior wall of the body. The physician removed the connector and attempted to pass the guidewire inside the probe but it did not go through due to stenosis. When the connector was replaced, the diet was running normally. It was observed that the connector was obstructed and not following the diet. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6 (device codes): imdrf device code a1409 captures the reportable event of peg tube obstructed.

Event description:
It was reported to boston scientific corporation that a endovive standard peg kit was used during a gastrostomy procedure. It was reported that the patient experienced an obstruction at home. The physician performed an endoscopy and showed that the shield was positioned on the anterior wall of the body. The physician removed the connector and attempted to pass the guidewire inside the probe but it did not go through due to stenosis. When the connector was replaced, the diet was running normally. It was observed that the connector was obstructed and not following the diet. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a1409 captures the reportable event of peg tube obstructed. The returned endovive standard peg kit pull method was analyzed. Visual inspection noted that the y port was blocked. Destructive test was performed and found a non-boston scientific (bsc) plastic component inside the y port. No additional problems with the device were noted. With all available information, boston scientific concludes the reported event of feeding port tube obstruction was confirmed during the product investigation. Based on the event description and information gathered from the customer, there is not enough evidence to determine how the non-bsc plastic component get inside of the y port. Additionally, the y-port molded parts are one hundred percent inspected for obstruction. Therefore, the most probable root cause is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.